Event description:
It was reported that the cardiosave intra aortic balloon pump had a bloodback in the machine. There was patient involvement. There was no injury reported.

Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g1, g3, g6, h2, h3, h6-(type of investigation code, investigation findings code, investigation conclusion code, component code), h11. A getinge field service engineer (fse) evaluated the unit and confirmed blood made it to the drive manifold and into the pressure-vacuum reservoir. Confirmed blood in the line of the helium reservoir assembly also. The fse replaced the pneumatic interface module, drive manifold, reservoir and helium reservoir were all replaced, along with the clear tubing's. The fse also replaced compressor and both muffler filters out of precaution. Unit powered on with no issues. Device was set to augment for 1 hr successfully. Recalibrated the drive pressures and vacuums, device was able to complete autofill and pass all manifolds test.

Event description:
N/a